Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing stimulation. Upon review, it was noted that the right ventricular lead was the cause of the stimulation. On (B)(6) 2018, the lead was explanted and replaced. The lead was sent for cultures and sensitivity. The explanted right ventricular lead tip came back positive for infection. On (B)(6) 2019, the patient's system was explanted. The patient was stable throughout.

Event description:
New information received noted the previously reported right ventricular lead became dislodged.

Manufacturer narrative:
A partial lead with the tip measuring 56.2 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.